Event description:
The customer reported that while trying to remove a ureteral stent the loops on the snare broke. A new snare was used to remove the broken snare loop and the ureteral stent. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer reported a second possible lot number of k221033 for the device. Expiration date: 02/28/2014. Device manufacture date: 03/2011. A follow-up report will be submitted when the evaluation has been completed.